Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that on july 27th they were drying off their back and they thought they pushed the implant over because it was like a lump and now it was not a lump. Patient said their back was flat now but they no longer felt the vibration and they were back to running to the bathroom. Patient mentioned that they were having stomach pains on their right side and had been more constipated than usual. Patient also said that they went a few weeks without going to the restroom and that was painful. Patient also mentioned that at first the stimulation seemed too powerful and would hurt when they were sitting up and felt like a vibration in their right labia. Agent reviewed stimulation expectations with the patient. Patient did not have external equipment with them at time of call. Patient will call back if further assistance is needed connecting to ins and making a therapy adjustment. An email was sent with patient handbook. The patient was redirected to their healthcare provider to further address the issue.